Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Although the pump was out of warranty, the customer declined interest in obtaining an out-of-warranty loaner pump.